Event description:
Caller reported issue with not seeing drops of insulin at tubing end during the fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.